Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 125 mg/dl, and the meter bg reading was 75 mg/dl. Reportedly, a second cgm bg reading was 111 mg/dl, and the meter bg reading was 56 mg/dl. Reportedly, a third cgm bg reading was 133 mg/dl, and the meter bg reading was 59 mg/dl. Reportedly, a fourth cgm bg reading was 90 mg/dl, and the meter bg reading was 39 mg/dl. Reportedly, a fifth cgm bg reading was 148 mg/dl, and the meter bg reading was 106 mg/dl. All of these values are within an acceptable inaccuracy range according to the parkes error grid. As a result of the inaccurate cgm, the customer reported a low bg value in the 30s mg/dl, and consumed carbohydrates and glucose in order to address the issue. No additional patient or event information was available. A root cause could not be determined.